Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the surge suppressor board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the on/off button did not work prior to a case. No patient injury was reported.